Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and silicone migration.

Event description:
Patient reported against right side "detachment of the elastomer capsule of the right breast implant, compatible with rupture and the presence of extracapsular silicone that has migrated under the pectoral muscle to the axilla, which is also confirmed by a directed ultrasound scan." Device remains implanted.

Event description:
Patient reported against right side "detachment of the elastomer capsule of the right breast implant, compatible with rupture and the presence of extracapsular silicone that has migrated under the pectoral muscle to the axilla, which is also confirmed by a directed ultrasound scan." Device remains implanted.